Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by cable and door controller. A field service engineer replaced the medcart cable from main to auxiliary and door controller in the center column to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, that a drawer was unable to open. A customer reported occurred when dispensing the medication and no delay for patient care. There were no adverse events or injuries reported based on this incident.